Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the "fiber fractured" cannot be confirmed as no sample was returned. Without receiving product to evaluate, a root cause cannot be determined. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (ic 393), which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported : during preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.